Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the oxygen (o2) sensor assembly was broken. There was no pt connected to the device. Covidien customer support engineer (cse) inspected the device and replaced the o2 sensor. The ventilator passed all testing.